Event description:
It was reported that the patient experienced a change in therapy effect. The patient was working in a field on (B)(6) 2013, picking potatoes, and noticed an increase in pain afterwards. No pump alarms were noted. There was no swelling around the pump pocket site area. The patient had been in the hospital since (B)(6) 2013. A catheter dye study was going to be done and the actual and expected reservoir volumes were to be confirmed. The device system contained hydromorphone and bupivacaine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, lot# j0058180r, implanted: (B)(6) 2001, product type catheter. (B)(4).